Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a diagnostic carotid procedure was performed and an angio-seal was deployed via a right femoral arteriotomy. Hemostasis was achieved immediately following deployment. The following day, the pt was reporting right groin pain. A duplex ultrasound was performed which revealed a 4cm pseudoaneurysm in the right femoral artery. The next day, the pt received an ultrasound guided thrombin injection (800 units). The pt was later discharged from the hospital with no further issues.